Event description:
On (B)(6) 2021 the pt with left hip degenerative joint disease undergoing total hip arthroplasty and left hip abductor tendon repair. During the hip arthroplasty, a screw driver fractured while surgeon placing the acetabular screw. He removed what he believed to be the only piece of metal in the hip joint. After the post op xray, he saw a small fragment on the inferior of the hip joint beneath the acetabulum. The surgeon discussed with wife the options including surgical intervention to remove vs leaving the metal in. Given it's small size he reassured the family that he did not believe that leaving it would create any clinical issues long term. The decision was to proceed without surgical removal. FDA safety report ID# (B)(4).